Event description:
It was reported that device detachment occurred requiring intervention. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 300cm, 8cm poly tip v-18 control wire was selected for use. During the procedure, it was noted that the tip part of the device was separated. There was resistance in removing the device and the device part was caught with a snare. There were no patient complications as a result of this event. It was further reported that no remnants of the detached tip remained inside the patient's body, as the detached portion was successfully retrieved using a snare device. During the procedure, the v-18 guidewire was used specifically in the anterior tibial artery.

Manufacturer narrative:
A2: age at time of event: the patient is in their 70's.

Event description:
It was reported that device detachment occurred requiring intervention. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 300cm, 8cm poly tip v-18 control wire was selected for use. During the procedure, it was noted that the tip part of the device was separated. There was resistance in removing the device and the device part was caught with a snare. There were no patient complications as a result of this event.